Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the device was unable to irrigate, there was too much suction. Additional info was requested and on (B)(4) 2015, the following was provided by the customer: date of the incident was (B)(6) 2015. There was no patient injury or delay in surgery. A replacement product was available to be used. Details surrounding the reported incident, when the problem was discovered, patient age and gender, type of surgery were unk by the customer.